Manufacturer narrative:
End user had been using the walker since may 2007. She was ambulating outside with her husband when allegedly the front right wheel of the walker broke and she fell. Her husband was helping her at the time and he also fell. When he did, he broke his hip. He had surgery to repair the injury. The sample was returned and has been evaluated. The wheel was not broken. The last three threads on the aluminum insert on the front right wheels are stripped which caused the wheel to become loose. As described in the owner's manual, the device should have been inspected before each use and should not have been used when it became wobbly. End user did not maintain it appropriately by ensuring that the wheels were securely seated in their housing prior to use. It appears the end user continued to end user continued to use the device despite its wobbly wheels. Left wheel was found to be a bit wobbly as well.

Event description:
End user was using walker because of an unsteady gait. She was ambulating outside with her husband when allegedly the front wheel broke and she subsequently fell. Her husband was helping her and he also fell. The end user sustained some bruises but no serious injuries. Her husband sustained a hip fracture. He was hospitalized and required surgical intervention to repair the hip fracture. He was discharged home three days later and is received physical therapy.